Event description:
Canadian consultant reported that account complained that 3d head for ti click x screws disconnected from ti click x pedicle screw approximately one month post-operatively. Also related is 498.570, ln 1111347.